Event description:
The manufacturer received information alleging a ventilator failed to power up. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac inlet connector was physically damaged. No components were replaced. The device was scrapped.